Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the sounds were not loud anymore. Customer stated that the insulin pump was broken. Customer stated that the batteries change twice a week. Customer stated that the reservoir ring was clear. Customer stated that the insulin pump was rejecting new batteries during replacement. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.